Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and accuracy testing were performed. The reported problem regarding under infusing was unable to be confirmed. According to the investigation delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor will be replaced as a preventive measure in order to bring the delivery into more normal range. The problem source of the reported problem is unknown.

Manufacturer narrative:
No patient involvement. Event date : updated event occurred on (B)(6) 2020.

Event description:
Additional information received via email on 9-nov-2020. No patient involvement. Event details updated.

Event description:
It was reported the device was "under infusing". No adverse effects reported.